Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
The customer reported that the infinity central station (ics) monitor screens failed at all stations. There was no patient injury reported.

Manufacturer narrative:
The ics (infinity central station) logs were reviewed and indicated multiple beds going offline at the same time. Screenshots were provided which showed offline alarms. Multiple attempts were made requesting a wireshark (network) capture to determine if this was a network issue, however was not available at the time of event. Therefore root cause cannot be determined. The customer has not reported any further issues since. The customer was using delta monitors connected to the ics. Primary patient monitoring is not affected at the delta. This is an isolated case.

Event description:
See initial report